Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures sent from the customer, the urethane cover bubbled at the center of the mattress exposing the foam inside the mattress. A new mattress was shipped to the customer on (B)(6) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.